Manufacturer narrative:
Additional information has been received which was not included in the initial report. The information has been provided in the section h7 and h9 with this report. S/w version 5.2a. Retainer ring black. Case type: ngp. Customer returned pump for alleged cosmetic damage located at the battery compartment and battery cap contact damage found on 11-apr-2023. The pump passed the displacement test and p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: scratched case, stained keypad overlay, cracked case (battery tube), pillowing keypad overlay. Cosmetic damage was confirmed at the battery compartment. Unable to confirm alleged battery cap contact damage due to original battery cap not being included with the pump. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated the customer reported detached battery cap contact while changing the battery. The customer also noticed crack on the back of the battery compartment. No harm requiring medical intervention was reported. Troubleshooting was performed and found that the battery cap metal contact was missing, or few than 3 raised dots could be seen. Also, the damage at the battery compartment is confirmed. A spare battery cap will be provided to the customer. The customer will discontinue using the pump and it will be returned for analysis.